Manufacturer narrative:
Conclusion: root cause is likely attributed to damaged packaging. The bec internal identifier for this event is (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that liquid had leaked from the reagent a bottle of their immunoprep reagent system. The customer reported that the cap to the reagent a bottle was not loose. The product was quarantined after the leak was discovered. There was no impact to patient results. Patient treatment was not impacted by this event. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no exposure to the customer. The customer did not seek medical attention. There is an exposure control plan in place at the customer's facility. The customer reviewed the material safety data sheet (msds). Reagent a is a skin and eye irritant and classified as hazardous (chemical exposure) by the us osha. Service was not dispatched for this event. The root cause of this event is likely attributed to damaged packaging.